Manufacturer narrative:
(B)(4).

Event description:
A trial patient reported she think the lead is placed on the wrong nerve, as she experienced numbness in left leg and pain that felt like red hot poker from her hip down to ankle. The patient stated she lowered stimulation from 4 to 1.2 to resolve the issue. The patient noted she did not have therapeutic benefit. The patient noted the healthcare professional (hcp) had a hard time getting the location in the right place/nerve during the procedure. The patient noted the procedure took 40 minutes instead of 10 minutes, but they hcp did eventually get it. The patient noted she has not done bending and the tape is still intact.